Event description:
It was reported that "while closing the wound (inguinal hernia), 5 - 6 staples were not properly closing / forming and they remained open. The consequence was a delay in the closing of the wound. We used another stapler". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
Qn#(B)(4). Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. A device history record review was performed, and no relevant findings were identified. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "while closing the wound (inguinal hernia), 5 - 6 staples were not properly closing / forming and they remained open. The consequence was a delay in the closing of the wound. We used another stapler". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). The complaint of misfire/jam-staples not forming/closing was confirmed based upon the sample received. Upon visual inspection, defective staples in the cover block were observed. Upon functional inspection, it appeared that the staple defects prevented the remaining staples from moving down the track and firing successfully. One staple did not form properly. The tecate manufacturing site was contacted as part of this investigation. It was confirmed that the presence of defective staples in the cover block is the probable root cause of this complaint. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. Actions to address this issue of visistat 35w staplers failing to function properly due to defective staples were established as part of an investigation opened within teleflex, which was closed on 31-aug-2023. The sample was manufactured prior to these actions. Teleflex will continue to monitor and trend on complaints of this nature.